Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating the system displayed a speaker malfunction. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips clinical solutions delivery consultant (csdc) spoke with the onsite to evaluate the device in question. The philips clinical solutions delivery consultant (csdc) provided the customer a replacement speaker replacement to resolve the device issue. Attempts were made to obtain the device operational status and true cause of the reported issue with no with no further information being able to be provided. A supplemental report will be submitted if new information is obtained.